Event description:
The device was originally implanted in 2002. It was explanted 28 days later for infection. The device was sterilized and re-implanted in 2003. The infection is being reported under an agreement that was communicated to FDA on november 13, 1997, in which all infections occurring within 30 days of implant shall be reported.